Event description:
Initial result for a pt total bilirubin was 2.4 mg/dl. When repeated, the result was 10.3 mg/dl. The incorrect result was not used to guide therapy. The field service rep found the call wash tubing was full of air and repaired the instrument by replacing the tubing.